Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had power error detected alarms. The customer¿s blood glucose level was unknown. The troubleshooting was performed and was advised to remove the aa battery from the pump and monitor the notification light and the notification light did not immediately stop flashing. The customer was given a series of steps to perform after the call ends to resolve the issue. There was no clear indication that the issue was resolved. The insulin pump will not be returned for analysis.